Event description:
Customer observed a repeatedly (B)(6) advia centaur (B)(4) result on a patient sample. The results from two other (B)(4) methods were (B)(6) while the results from one other alternate method were (B)(6). The (B)(6) result was not reported to the physician. No medical treatment was delivered or delayed based on the result. There are no reports of adverse health consequences based on the (B)(6) result.

Manufacturer narrative:
The cause for the discordant advia centaur xp (B)(4) result is unknown. The customer did not report any issues with any other samples which indicates that this issue is sample specific. The system is performing to specification. No further investigation is required. The limitations section of the instructions for use (IFU) states: "for diagnostic purposes, the advia centaur (B)(4) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."